Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that after a da vinci-assisted surgical procedure that the angle of universal surgical manipulator (usm) 4's yaw axis changed dramatically while the instrument clutch was engaged. The issue was not able to be resolved by performing a power cycle. The intuitive technical support engineer (tse) confirmed errors 23000 and 23002 occurred against axis 1 of usm 4. Reportedly the procedure had already been completed when the issue occurred. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The usm was analyzed and the reported yaw axis abnormality was confirmed and replicated. The logs were reviewed which confirmed the reported fault occurred in the field. Upon a visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check found to be failing on degrees of freedom (dof) 2/ axis 1, which replicating the reported event. The yaw searchlight printed circuit assembly (pca) was found to be the root cause of the reported event.